Event description:
It was reported that the system would not boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power circuit breaker and the monitor cart cable. System operates as intended.